Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out-of-range impedance measurements on the right atrial (ra) lead channel. The caller asked why an alert was not issue via remote patient monitoring. A boston scientific technical services (ts) consultant explained that it had been issued a few months prior and had been dismissed. No adverse patient effects were reported. This device remains in service.